Manufacturer narrative:
Testing and investigation found the device touchscreen was out of calibration. This was found to be due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported at start up the device touchscreen was found to be out of calibration. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.